Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due myopotential oversensing was observed. The suggested programming changes were not implemented. Patient condition was well and monitoring will continue.